Event description:
The manufacturer previously received information alleging a customer was returning a trilogy evo for service. There was no harm or injury reported. There was no allegation of device malfunction. The device was returned to a third-party service center for evaluation. During the evaluation a service required alarm was observed indicating a backlight failure. The device's display needs to be replaced. There were patient setting alarms also observed. These would not affect the device's ability to deliver therapy. The device was not repaired. The device was returned to the customer unrepaired as per the customer's request.